Manufacturer narrative:
For the investigation the provided logfile was analysed. On the reported date of event, the system test was successfully completed, at 7:46am the case in question was started. Ventilation was unremarkable and stable until 9:19am when the device alarmed for pressure sensor failure and ventilator failure immediately followed by a communication interrupt between the both processors of the therapy control unit m16.2, in consequence leading to a processor reset/reboot. In this case therapy is discontinued for a maximum of 15 seconds. As reported, after completion of the reset, the system resumed therapy with the latest valid settings. The case was continued without any further issues. The exact root cause could not be determined. It is not possible to exclude that an unusual electromagnetic disturbance led to the event. According to the IFU the user must ensure that the medical device is used in an electromagnetic environment as specified. No indications for a technical failure found, the device was tested and returned to use.

Event description:
It was reported during a case that the screen had started to flicker and the unit displayed turbo fan faulty message. The patient was bagged and the unit began to work again.

Manufacturer narrative:
The investigation was just startet, the results will be forwarded in a follow-up report.

Event description:
It was reported during a case that the screen had started to flicker and the unit displayed turbo fan faulty message. The patient was bagged and the unit began to work again.